Manufacturer narrative:
(B)(4). The customer reported getting dashed lines in 12 lead despite changing out cables. There was no report of pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported getting dashed lines in 12 lead despite changing out cables. There was no report of pt impact.